Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Hyphema is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent in the patient's left eye, visualization of the angle became hampered by blood and the stent could not be implanted. At this time there was no report of patient injury. Additional follow-up information was later obtained indicating that postoperatively, surgical intervention was performed (laser zap) to address hyphema, which resolved within 10 days. The patient's current status and prognosis was listed as stable, good visual outcome, and intraocular pressure controlled with medication.